Event description:
Pt was revised, due to poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the cause of the reported wear. The investigation did not identify a need for corrective action. The product code is an inactive item. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.